Event description:
(B)(4) study. It was reported that during a stenting treatment procedure, a deployment issue occurred. In (B)(6) 2010, the patient presented due to unstable angina (braunwald class iiib) and was referred for cardiac catheterization. Vascular access was obtained via the right radial artery. The first, 85% stenosed, 25 x 3.5mm, target lesion was located in the mid left anterior descending artery (lad). The first target lesion was treated with pre-dilatation and placement of a 3.5 x 32 mm study stent with 0% residual stenosis. A 95% stenosed non-target lesion located in the mid to distal right coronary artery (rca) was treated with predilitation using 1.5mm, 2.0mm, 2.5mm and 3.0mm balloons followed by placement of a 2.75 x 20 mm promus element stent in the distal rca. A 3.5 x 32 mm promus element stent and a 4 x 20 mm promus element stent were then placed in the mid rca with 0% residual stenosis. 'Discrete permanent imprint' on the mid rca stent, 'wrist stent' was noted, which was impossible to eliminate with a 4.0 balloon. The stents were considered to be well-positioned and well-fitted with 'excellent result'. The next day, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited by patient anatomy, interaction with other devices or other procedural factors. (B)(4).